Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020 for twelve days. Blood glucose reading was 300 mg/dl. Customer was treated with insulin drip for high blood glucose at hospital. Customer stated that insulin pump, transmitters and sensors were not working and they had wasted 5 sensors. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.